Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under general anesthesia. Versacross connect (vcc) was selected for use. Transesophageal echocardiogram (tee) was used intra-procedure. A full dose of heparin was given prior to the transseptal puncture (tsp). Activated clotting time (act) results were 333, 375, and 366 seconds. A watchman double curve access system (was) was inserted and advanced with vcc to perform tsp. The initial tsp location was low and anterior. The was was advanced into the left atrium (la). A 31mm watchman flx pro delivery system and closure device (wds) was advanced and deployed but was too proximal so it was recaptured and removed. A 27mm wds was advanced and deployed but unable to achieve acceptable position, so it was recaptured and removed. The was was removed from the la. All devices were re-flushed and re-prepped. Tsp was performed again even lower on a slightly thicker portion of the septum and mid. The was was readvanced to the la and the 27mm wds was reinserted and redeployed into the laa. Multiple deployments of the 27mm wds were attempted yet still unable to obtain acceptable position. The laa closure procedure was aborted due to the inability to meet release criteria for implant. All devices were removed from the la. While obtaining post procedure tee imaging, the physician noted there was something suspicious for thrombus attached to the limbus/coumadin ridge of the laa and waving in the tee imaging frame. Tee was monitored for several minutes and assessed in multiple views, yet no changes to the suspected thrombus size or location. The procedure was concluded, and the patient was admitted overnight for observation. The physicians will resume eliquis for this patient and consider adding lovenox for a few weeks in response to the thrombus. The patient will discharge home the following day post index procedure.